Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the black box data showed multiple reboots with replace battery warnings. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure on to the pump. An intermittent power issue occurred during testing. A test battery cap was then used and was able to secure on to the pump. The pump was exercised for 24 hours with no issues. Unrelated to the complaint, the display was dim and discolored. (B)(4).